Manufacturer narrative:
H.6. Investigation: 3 photos and 1 used sample were returned for investigation. 3 photos were returned for investigation. The 1st and 2nd photos show the top web with batch #3330102. The sample was expired on nov 2018. The 3rd photo shows the peelback on catheter tip. The used sample was subject to visual inspection. Peelback was observed on the used sample. The probable root cause for peelback could be due to tubing material. CAPA#81917 was issued to review the tubing material.

Event description:
It was reported that bd neoflon¿ IV cannula catheter tip was damaged. This was discovered before use. The following information was provided by the initial reporter: the catheter tips were damaged like broken, torn etc. The issue occurred 9 times since april 2nd 2014.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd neoflon¿ IV cannula catheter tip was damaged. This was discovered before use. The following information was provided by the initial reporter: the catheter tips were damaged like broken, torn etc. The issue occurred 9 times since april 2nd 2014.